Manufacturer narrative:
The investigation also confirmed that the two cutting wires were broken and the broken section was melted and burned. One of the coatings was missing for approximately 9 mm from the broken point. There were no other abnormalities related to the breakage in the subject devices. Also as the result of checking the manufacturing record of the same lot, nothing abnormal detected. As the results of the investigation, omsc assumes that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic sphincterotomy (est) with sphincterotome, the cutting wires of the two subject devices broke in a row. The doctor completed the procedure with third sphincterotome. During the investigation, omsc found one of the plastic coatings on the cutting wires was partially missing. There was no report of patient injury regarding this report.